Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Subsequently was revised approximately thirteen (13) years post surgery due to metallosis causing pain and hydrarthrosis of the right knee. The poly was worn out and the femoral component was in contact with tibial component. Attempts have been made and additional information on the reported event is unavailable

Manufacturer narrative:
(B)(4). Catalog number:627502709 lot number:1621224 brand:natural knee tibial insert unknown tibial component. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06660, 0001822565-2018 -06665. Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device not returned for evaluation.

Event description:
Revision surgery.